Event description:
The customer reported that while running a hepatitis core assay, summit sample handler pipetted the incorrect amount of diluent in row h and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-01186-03.